Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Blood glucose level of the customer was 40 mg/dl and other relevant blood glucose level was 200 mg/dl. The customer was treated with the glucagon. The device will not be returned for the analysis.